Manufacturer narrative:
(B)(4). (Torn flap). Eval: field svc specialist was dispatched to check the laser after the event. Tightened screw on z galvo. Performed a z-cal and cut gel. System meets amo specifications. Cdm discussed with the account and they reported the pt was 20/100 ucva post op and the decreased va's was due to dry eyes. Surgeon decided to insert punctal plugs. Flap was clear and well centered with no loss of bcva. The suture and bcl was removed post op day 1. While cdm was on site surgeon felt flaps were not too thin and believed the tear was due to overdrying and getting stuck to speculum. Surgeon believes the ac bubbles were due to large diameters and settings and cdm discussed ways to avoid ac bubbles in the future.

Event description:
During a visit of clinical development mgr for an intralase training surgeon was putting od flap back down on first pt and the hinge was completely torn possibly due to sticking to speculum. One (1) temporal suture was placed in with a bcl. Flap depth was set to 90 microns 55 degree hinge, no pocket, 9.3 diameter. The same eye also had anterior chamber bubbles as well as 2 others. Cdm discussed recommendations against using the tracker and potential risks.